Event description:
The surgeon was performing a chest exploration. During the procedure, he was able to confirm the need for a lobectomy. He was using staples for dissection and separation of vasculature. Several loads were used during the procedure. However, while he was using the gun on the pulmonary artery, the surgeon reports the gun misfired. The surgeon discovered the misfire when he was pulling the gun back and the pulmonary artery tore. The patient lost a significant amount of blood and became hypotensive. The artery was repaired, and the patient was transferred to the ICU for recovery.